Event description:
Patient reported "the integrity of the implant was impaired" diagnosed via MRI. This record is for the left side. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "the integrity of the implant was impaired". The event of palpability and visibility is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
This record is un-reporting due to device not PMA approved.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d2, d4, g4, h4.